Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max) and, velocity delivery microcatheter (velocity). During the procedure, the physician advanced the velocity and guidewire in conjunction with the jet7 to the m1. After placing the jet7 at the face of the clot, the velocity was removed under fluoroscopy and, the physician noticed that the distal marker of the velocity to be missing. Upon further inspection on the back table, the tip of the velocity was found to be damaged. It was also reported that a stent retriever was not used through the velocity and no pieces of the velocity was left inside the patient. The procedure was completed using the jet7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the strain relief was stretched on the proximal end of the velocity near the hub. The device was ovalized at the distal tip approximately 159.5 cm from the hub and the marker band was not present on the distal tip. During functional testing, the velocity was advanced through a demonstration jet7 without an issue. Conclusions: evaluation of the returned velocity confirmed a missing marker band on the distal tip and revealed that the distal tip was ovalized. If the device is forcefully pinched or gripped during use, damage such as an ovalization may occur. This damage may have contributed to the marker band detaching from the distal tip of the device. Further evaluation revealed the strain relief was stretched on the proximal end of the catheter. This damage was likely incidental to the reported complaint. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.